Event description:
Patient with recurrent leiomyosarcoma of uterus had groshong catheter powerport placed in the left subclavian. The device was removed a month later. During removal the catheter broke off device, which then required removal by interventional radiology. The port catheter fractured at the base where it attaches to the port. This was discovered when they ran saline through the port.